Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen and on the stent implant, which is consistent with guide wire advancement and advancement into the body. There was no contrast visible. The stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were flared middle struts on the stent implant, and there were multiple kinks and a bend in the shaft. Since these damages were not noted during inspection prior to use or included in the incident complaint, they likely occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The shaft was separated/detached 14.4cm distal to the strain relief tubing. Follow-up information from the account regarding the shaft separation/detachment revealed that it occurred as forced was applied while removing the device from the patient anatomy. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the force directly caused or contributed to the shaft separation/detachment. After an inflation luer was attached to the separated end of the hypotube, and the balloon was able to be inflated to rated burst pressure and the stent implant was deployed with no damage noted to the stent or balloon. The difficult/failure to deploy could not be confirmed. It is possible that there was poor connectivity with the inflation device used at the account. Physical resistance in the lesion/anatomy can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. The lesion was described as moderately calcified and moderately tortuous, which likely contributed to the reported difficulties. Factors that can contribute to difficulty/failure to deploy include but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, and/or interaction with accessory devices or the patient lesion/anatomy/previously implanted stents. A review of the lot history record revealed no non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for physical resistance in the lesion/anatomy, failure/difficult to deploy or shaft separation. There is no indication of a product quality deficiency.

Event description:
It was reported that after performing pre-dilatation in a moderately calcified lesion located in the mid area of the moderately tortuous mid right coronary artery, the physician advanced a 2.5x33 rx xience prime stent delivery system with slight resistance, but was unable to deploy the stent at the target lesion. The stent delivery system with undeployed stent was removed without resistance from the anatomy. Another xience prime was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided. The returned goods lab received the device with a separated hypotube, but still intact by the jacket. Additional information revealed that the hypotube separation occurred during withdrawal of the stent delivery system, and though there was no resistance felt during removal, force was applied prior to hypotube separation. No additional information was provided.